Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250s-range mg/dl and 88 mg/dl. Customer felt shakey with the readings and ate some sandwiches prepared by her husband. She was able to eat them herself and felt better in 20 minutes, when she obtained a reading of 100 mg/dl. No adverse event reported. Requested return of suspect device; however, customer has used all strips. Replacement was sent.